Event description:
It was reported that the pump touchscreen was cracked and unresponsive and unreadable. Reportedly, the pump was caught accidentally in the customer's car door resulting in the damage. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.